Manufacturer narrative:
Attempts to obtain additional information and for product return have been made. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of one (1) year and 10 months due to unknown reasons. The explanted valve was replaced with a 21mm edwards pericardial aortic valve of the same model. The patient's final disposition is unknown. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).